Event description:
A nurse reported that the unit would not recognize the foot pedal before a procedure. The pt had received peribulbar anesthesia in preparation for the procedure when it was decided to cancel the case. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and verified system message [footswitch eeprom read failure] at startup. The company rep replaced the footswitch to resolve the issue. The system was then tested and met product specifications. The replaced footswitch was returned for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).